Event description:
A (B)(6) year old male undergoing a eus realized a prolonged procedure when a boston scientific expect 22 gauge fna needed was broken away from device handpiece. Lot #16618719. Physician was able to extend needle, needle did not extract as it usually does. With assistance from other clinicians, the broken needle was able to be removed with sheath with no permanent pt harm. Diagnosis or reason for use: fine needle aspiration of tumor.